Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a large right middle cerebral artery (rmca) stroke the day after implant. The patient also had multiple bilateral pulmonary embolisms (pe). It was additionally reported on (B)(6) 2021 that the patient had a right middle cerebral artery infarction with complete occlusion of the right internal carotid artery (ica) from the patient's skull to their right middle cerebral artery (mca). The patient was on aspirin prior to their implant procedure. The stroke and pes were diagnosed via computed tomography angiography (cta) of the patient's head. As of (B)(6) 2021 the patient was receiving an intensive care unit (ICU) level of care and had flaccid left-sided weakness. The patient was receiving anticoagulation via a heparin infusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported stroke and pulmonary embolisms as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU entitled ¿introduction¿ lists stroke and thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.